Manufacturer narrative:
Eval summary: the analysis results for the er320 instrument found that it was returned with the floor protruding from the jaws. The instrument was cycled and pear shaped one clip due to the condition of the floor. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that in the middle of surgery, the unit failed to clip. This same problem has occurred with the same prod before. Procedure completed with hemolok clips. Prod being returned for analysis. Procedure lap nephrectomy. There was no pt consequence.